Manufacturer narrative:
Analysis of the 9734723 found a damaged tool. As reported, the retainer ring on the tip of the adjustment screw had been pulled off and was missing. As a result, the screw could close the clamp but could not release it. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that during post-operative cleaning, it was found that the screw of the spine clamp jaw had come off. There was no patient present when the issue occurred.